Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was feeling "magnified" stimulation when the device was off. The patient would feel the magnified stimulation sensation when sneezing, changing positions, or coughing. The issue had been occurring for about a week and had been getting worse and more frequent. The pain was described as a shocking/jolting. It was noted the patient was "always kind of falling." The patient was going to contact her health care professional to have the device checked. Additional information has been requested, a follow-up report will be sent if additional information becomes available.